Manufacturer narrative:
Per the customer, qc prior to and after the event was within lab-established ranges. A field service engineer (fse) was dispatched for this event. The fse examined the flowcell for obstructions and found none. The fse also replaced the na reference electrode. As of (B)(6) 2011 there have been no further calls regarding ise issues.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false high sodium (na) and potassium (k) results on one patient sample generated by the synchron cx3 delta total protein analyzer. The erroneous results were not reported out of the laboratory. The sample was repeated resulting in lower results, which were reported out. Patient treatment was not affected in this event.